Event description:
It was reported that during a gastrectomy procedure, after several times clipping, the clips were not formed correctly and the device also ejected clips. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/11/2008. Information anticipated, but unavailable at this time.